Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported aortic valve (av) thrombus and aortic insufficiency (ai) could not be conclusively determined through this evaluation. The controller event log file contained events from 08mar2023 through 14mar2023. Multiple low flow alarms were captured between 09mar2023 and 14mar2023. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas. No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad may not be able to provide the intended flow. Section 6, entitled ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent surgery for an aortic valve (av) repair. Since surgery, the patient has been having several low flow alarms. The clinicians discovered that there was a av thrombus now, preventing the aortic valve from opening. The log file captured low flow events on (B)(6), 2023, (B)(6), 2023 & (B)(6), 2023. It was later communicated that the patient underwent a hm2 to hm3 pump exchange and av repair in 2022 (B)(4). Initial echos showed no aortic insufficiency (ai). Over the course of the year, patient developed severe ai with return of heart failure (hf) symptoms. The ai was not thought to be device related. The thrombus was not resolved. The av was not opening due to thrombus and the patient became pump dependent.